Manufacturer narrative:
(B)(4). Date of event: event date unk. Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
Title : wire-reinforced endotracheal tube penetrated by the harmonic scalpel author : j. Lee, c.-c. Tseng, w.-h. Huang, p.-c. Che, y.-s. Tsa I, h.-c. Shih, c.-yi citation: anaesthesia and intensive care, vol. 38, no. 2, march 2010. This is a case of a (B)(6)-year-old male with a body mass index of 34, who underwent right tonsillectomy using a hs (utracision harmonic scalpel generator 300, ethicon endo-surgery, (B)(6), USA). Before the completion of the procedure, a white smoke accompanied by an unpleasant odor was noticed when the hs probe (dh145, ethicon endo-surgery, (B)(6), USA) was applied to the right side of the tonsil to dissect its lower pole. The low airway pressure alarm of the ventilator abruptly sounded and subsequently, the ventilator stopped functioning. Ett damage was suspected. The patient was re-intubated with a new wire-reinforced ett. Ventilation returned to normal and the operation was resumed and completed. The first tube was found to have a hole about 1 mm in diameter 6 cm above the cuff, with char around the hole and the coil deformed. In this case, the space available for operation was limited due to the patient¿s high body mass index (34), large inflamed tonsil, and relatively thick tongue. It is possible that tube damage and charring was caused by the part of the probe jaw touching the ett. The authors concluded that though the temperature of the hs probe is lower than that of laser and electrocautery apparatus, damaging and/or charring reinforced pvc ett by the hs is still possible. The hs should be used in such a way that the probe can be clearly seen, with lower power levels and shorter durations.